Event description:
According to the initial reporter: "I have learnt of a complaint, ' procore ebus needle bent and broke in patient' over a brief call with the rt supervisor, patient was admitted to hospital to monitor. I told cook will be in contact. I have been in and out of cases supporting as they are newer users to cook ebus needles, I plan to be there again thursday/friday. " "sorry for the multiple emails. There is a chance there were a total of 2 bent needles. I will find out more tomorrow, just wanted to communicate what I know. " patient outcome: procore ebus needle bent and broke in patient. Patient was admitted to hospital to monitor. Yes. The patient required an admission, a second procedure for foreign body removal, the patient may require restaging due to insufficient sample and could develop infection secondary to retained foreign body. They have been placed on antibiotics to try and prevent this outcome. The complete impact of this event is still unknown, however there has been at minimum temporary harm to the patient.